Manufacturer narrative:
Date received by manufacturer: 18nov2019. Date of report: 20nov2019. The manufacturer¿s international service technician evaluated the ventilator. The service technician replaced the touchscreen and the problem was resolved. The ventilator was returned to normal use. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred and there is a relationship of the device to the reported problem. No parts were returned for failure investigation, therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 09oct2019. Date of event: 09oct2019. Additional information has been received that the ventilator was not being used on a patient at the time of the reported failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported an insensitive touchscreen. Additional information has been received that the ventilator was not being used on a patient at the time of the reported failure.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/03/2019.

Event description:
The customer reported an insensitive touchscreen. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm.